Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I have noticed that in the last few weeks I have had leaking i.v. Tubing. This has happened at least 4 times on our unit. The product is the IV y tubing #38528. Every time the leak has been in the same spot: the second connection from the y junction toward the white hub. There are 2 sides that are exactly the same and generally one side has been leaking." This report addresses the first device.